Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Data was provided for investigation. A review of the data indicates that the sensor session started at 5:21 pm on (B)(6) 2025. The session lasted 2 days and 9 hours and ended for unknown reasons. There were no bg meter calibrations performed during the entire session. During the early morning (B)(6) 2025 of the alleged signal loss a high glucose alert occurred and was acknowledged when the estimated glucose values (egvs) went above the high threshold of 290 mg/dl. At approximately 2:23 am the data recorded the first in a series of communication errors between the sensor and the app with no additional egv data logged on the app. At 5:55 am a new sensor session started. The reported signal loss event was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025, around 230am, the patient was experiencing fatigue, nausea, and muscle cramps. The patient¿s cgm was in a signal loss state, therefore, a bg meter reading was taken and found to be 400 mg/dl. The patient was wearing an omnipod insulin pump. The patient self-treated with 8 units of insulin. Despite treatment, the patient¿s symptoms persisted. Therefore, the patient provided himself with another 8 units of insulin per routine diabetes management. The patient¿s symptoms continued, so he then decided to call ems. Once ems arrived, it was reported no bg meter reading was taken and the cgm was still in signal loss. Ems treated the patient with IV fluids and the patient¿s sensor was changed. The patient recovered at home. At the time of report the patient¿s bg meter reading was 108 mg/dl and he was feeling better. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.